Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during drain 3 was not confirmed due to a lack of sample. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 3. Per the initial report, home patient (hp) had a system error 2240 (air in the line). The hp stated that the lines appeared to be fine. There were empty bags and the unused lines were clamped. The tsr had the hp cycle the power to display press go to start. The hp would finish with manual supplies and notify the peritoneal dialysis nurse of the alarm. Global product surveillance contacted hp on (B)(6) 2011. The hp stated that she turned the hc off and did not attempt to continue therapy. There was no patient injury or medical intervention reported.